Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine device change out, the pulse generator exhibited inappropriate rate increase. The device was explanted and replaced without complications.